Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) was used based on age of patient e4. The initial reporter also notified the FDA on 04 aug, 2023. Medwatch report # (B)(4). H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set tubing separated. The following information was reported by the initial reporter with the verbatim: the rn had primed the bd smartsite low sorbing secondary set tubing, spiked and hung the taxol. As the taxol was starting to infuse, the section where the tubing connects to the chamber fell apart. The rn was able to pinch off the tubing to prevent a chemo spill. No chemo was spilled. This is approximately the 7th recent similar incident with this particular tubing. The bd representative was notified and is aware.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received with the customer's complaint of separation. Though nothing is available for the investigation, this failure has been observed in the past as a result of insufficient solvent application when attaching the tubing to drip chamber. The manufacturing team is aware of this issue and there are corrective actions in place to eliminate further occurrences of this failure. A device history record review for model 10014881 lot number 22119316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There was one quality alert that was concerning an incorrect diameter of tubing during the production of this lot however all affected sets were quarantined and destroyed prior to being shipped. It is possible but unlikely that this quality alert affected the experienced failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set tubing separated. The following information was reported by the initial reporter with the verbatim: the rn had primed the bd smartsite low sorbing secondary set tubing, spiked and hung the taxol. As the taxol was starting to infuse, the section where the tubing connects to the chamber fell apart. The rn was able to pinch off the tubing to prevent a chemo spill. No chemo was spilled. This is approximately the 7th recent similar incident with this particular tubing. The bd representative was notified and is aware.